Manufacturer narrative:
All available patient information was included. The architect i1000sr, serial number: (B)(6) was inspected and found that the issue was resolved by replacement of the architect probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the architect probe and review found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the architect probe. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the architect i1000sr, serial number: (B)(6) or architect probe.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for 1 patient: customer normal range: <5 miu/ml: nonpregnant, 5 = result = 25: clinical consider, >25 miu/ml: pregnancy. Sample ID: (B)(6). First run (serum tube): 142.88 miu/ml. Second run (plasma tube): 4.72 miu/ml. Third run (serum tube): <1.2 miu/ml. Per the customer, discrepant results were not reported to the patient¿s medical provider and there was no reported impact to patient management.